Event description:
Information was received via a distribution partner regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient "can't tell where the levels are at" and "can't feel anything". No other information about the event was reported, and follow up was unsuccessful. If additional information is received, a follow up report will be sent.